Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While doing a hip arthroplasty case using our loaner equipment, I noticed that the liner impactor appeared damaged at the apex. This was the 36mm liner impactor tip, part # 221750008, lot # hw75835. During the same procedure, while doing a head reduction trial, I also noticed that the 36mm + 5 head trial was damaged, part # 253152000, lot # d j1104. Neither device was used with the patient as a result, so no patient impact. Alternative sets were used. Patient consequence? No. Action taken for procedure:height of the patient height unit patient dob additional patient details patient consequence? Patient consequence description. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint :(B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.